Event description:
A patient reported experiencing inaccurate high results with a lfs meter. The patient's blood glucose results were 133 mg/dl vs. 103 lab. Tests were done within 10 minutes with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.